Manufacturer narrative:
Device evaluation of battery pack is underway. The reported problem (will not power up) is being investigated. Will submit emdr for potential malfunction. The root cause for the battery pack is underway.

Event description:
A us distributor reported that a battery was unable to power on a monitor.

Manufacturer narrative:
Device evaluation of battery has been completed. The reported problem (will not power on monitor) has been confirmed. As received, the battery was unable to power on a monitor or charge. Upon evaluation, the battery pack tri-cells were mis-matched. The root cause of the mis-matched cells was unable to be positively identified. There were no adverse events associated with the battery malfunction. Device evaluation of battery pack is underway. The reported problem (will not power up) is being investigated. Will submit emdr for potential malfunction. The root cause for the battery pack is underway.

Event description:
A us distributor reported that a battery was unable to power on a monitor.